Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00042, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 13 of 28 reports. A customer reported that a patient was carefully transferred to the radiation treatment table and when the nurse closely monitored the patient's external ventricular drain (evd - unspecified limitorr) and transducer . The patient was being secured on the table for radiation treatment, however while being secured in, the transducer still broke off the limitorr port. The evd was clamped, the broken transducer port was wrapped with sterile gauze. The doctor was notified and placed a new limitorr set-up. The patient's vital signs were stable (vss) and exam unchanged. The date of the event was reported as (B)(6) 2018.